Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that their bite is now misaligned significantly to the side and every time they open or close their mouth the left side of their jaw pops each time. The patient also said that their bite down is fine, however, when they chew it pops on the left side. The midline is significantly off to one side. The patient will provide a letter of recommendation to stop treatment.